Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a trauma procedure. During the procedure, the tip of a driving cap/threaded broke off in the radiolucent insertion handle. There was no fragment generated from the broken device. The procedure was successfully completed with a five (5) minute delay there was no patient consequence. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).